Event description:
Info received that the free standing rail system tipped over upon transfer of a pt from wheelchair to bed. No injury was alleged.

Manufacturer narrative:
(B)(4). Facility concluded that this event was caused by user error. The staff did not follow the transfer procedures issued by the facility.